Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, during the procedure the stent was able to be deployed about one eighth of the way; however an attempt was made to reconstrain the stent for repositioning, but the stent was unable to be fully reconstrained. The partially deployed stent was removed from the endoscope and patient. The hospital did not have another wallflex biliary rx uncovered stent on hand; therefore the procedure was completed with a plastic stent. The physician does plan to place a metal stent at a later time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned unit found that the stent had been deployed by approximately 3cm. The deployed stent was positioned distally out over the tip of the device. Further examination noted significant bunching of the outer sheath. There was dried blood visible within the outer sheath to indicate use. The distal handle was positioned 10.5cm distal to the resconstrainment threshold marker. As the stent had moved distal to the tip, the stent was unable to be reconstrained. Attempts were made to deploy the stent, however all attempts failed. The device was dissected just proximal to the guidewire access port (gap), and an attempt was made to withdraw the inner sheath however this led to further bunching of the inner shaft. The inner was eventually withdrawn and examined, and was found to be severely kinked. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, during the procedure the stent was able to be deployed about one eighth of the way; however an attempt was made to reconstrain the stent for repositioning, but the stent was unable to be fully reconstrained. The partially deployed stent was removed from the endoscope and patient. The hospital did not have another wallflex biliary rx uncovered stent on hand; therefore the procedure was completed with a plastic stent. The physician does plan to place a metal stent at a later time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.